Event description:
It was reported that the holster makes a loud noise while taking samples and during initialization, during a breast biopsy procedure. The case was completed without incident.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the unit was received with minor scratched. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.